Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon during a previous unknown date, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not report any adverse health effects or the need for medical attention.